Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 233, 302, 448, 163, 104, 124 mg/dl. Tests were done within 10 minutes with a difference of 59%. Pt did not experience any adverse events. No further info has been reported.